Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had unresponsive all buttons due to unlocked lcd keypad connector. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate to blood glucose meter or glucose sensor simulator to confirm no reference communication and any alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an error and was damaged. It was reported that the insulin pump was blocked during start up. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.